Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement, and it was discovered during the procedure that the ipg had flipped upside down. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.